Event description:
On 4/4/96 catheter placed rt subclavian for dialysis treatment. Dialysis nurse unable to pull blood from catheter. Rt groin prepped and dr. Instered catheter. Dialysis was started. On 4/6/96, catheter discontinued intact from rt subclavian large kink noted in catheter.